Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the left circumflex (lcx) artery with 65% stenosis and mild calcification. The pressurewire x wireless guide wire head end of the pressure guide wire sensor broke getting bent at an angle but remains in one piece and could not be advanced after several attempts. Another pressurewire x wireless was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported material break and failure to advance were not able to be confirmed; however, the reported deformation due to compressive stress was able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material break, failure to advance, deformation due to compressive stress (kink) appears to be related to circumstances of the procedure. The guidewire was noted to be kinked and bent throughout; however, there was no material separation as reported. In this case, it is likely that the observed kinks/bends were interpreted as a material break by the user. It is also likely that the guidewire damage was caused by the use or handling techniques performed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.